Event description:
Mako robot not working. Patient didn¿t get in to operating room until later. Manufacturer response for robotic surgical arm system, (brand not provided) (per site reporter). Talked with the rep from the company. He said the were able to open up the boom and found some kinked wires, they unkinked and put back together. Monitor is now working great. Unit is back in use.